Event description:
After iol was introduced into the capsular bag, the physician noted the trailing haptic was detected. The iol was left in place because it was well centered and appeared stable. One day postop the iol was no longer centered and was replaced.